Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tips of a bd emerald¿ syringe break when being inserted from the needle free access device during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: sample evaluation/ we have been provided with a picture of the affected sample. The affected sample showed the tip of the syringe broken. We could confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2015 (november 15 - 16, 2017). Syringes were assembled in machine nº4267, in lot #7310552 (november 6th - 13th, 2017), and in lot #7317661 (november 13th - 20th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7317660, #7310551, and #7296778, and no problems, defects or qn related to the reported issue were found. Root cause analysis: the material used to manufacture emreald syringes has been selected and tested to resist normal conditions of use. We have two detection systems that have been implemented to aid in our inspections, the first being in the assembly machine. In this station the syringe is allocated vertically, tip is clogged, and the plunger is pushed. If there is no loss of air in the syringe, that means that is no leak and the syringe is good. If the tip of the syringe is broken in that station, the machine would reject it automatically. Next within the primary packaging machine, inside the syringe feeder the syringes are allocated with a sensor that detects the absence of a tip and stops automatically if detected. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with damaged parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Confirmation: the returned picture of the sample presented the tip broken. We could confirm the reported issue. CAPA determination: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.